Event description:
The customer reported that the insulin pump smells like insulin and the infusion set and reservoir has been changed a few days ago, but her blood glucose has been in the 400 to 500 range. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.